Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The vessel morphology is unknown. It was reported that the patient returned and there was stent graft occlusion due to a kink in the stent graft. The kink is in the unprotected stentless area of the aneurysm side. The physician elected to place a palmaz stent via a brachial approach. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results - inherent risk of procedure (arterial and venous occlusion). Conclusion - other (no films available).